Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient's implantable cardioverter defibrillator was explanted and replaced prophylactically on (B)(6) 2017 following the field safety corrective action. The patient's status is unknown.